Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high pacing impedance values. It was believed that the lead had fractured. The physician explanted and replaced. No patient complications have been reported as a result of this event.